Event description:
Complainant alleged that during biomed testing of the device, the device displayed a "pace/defib" fault, a "cannot dump" message and showed status codes 110 and 66. The complainant indicated that there was no patient involvement in the reported malfunction.